Event description:
Reportedly, the device failed volumetric testing during preventive maintenance service. There was no patient injury.

Manufacturer narrative:
Upon receipt, the device was found to be failed by 7% at some settings and the carriage and driver required replacement.